Event description:
Healthcare professional reported right side "implant removed 2 weeks post op due to infection during initial surgery, chest was flushed and same implant was placed back into right breast". Healthcare professional also reported "grade 3 capsular contracture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable causes for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, use error, and capsular contracture baker grade iii.